Event description:
The respiratory therapist heard the vent alarming while connected to the patient. The alarm stated there was a "severe occlusion", and the "safety valve was open". The patient was disconnected from the ventilator, and manually ventilated without any difficulty. The eventually was exchanged/replaced.